Manufacturer narrative:
On may 21, 2020, the product investigation was completed. It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster, inc product analysis lab identified an electrode damaged and was without polyurethane (pu) on the edge. Initially, the force was abnormal. During the procedure, the force values displayed were high. The pressure value was not stable. Another catheter was used to complete the procedure. There was no patient consequence reported. Device evaluation details: the device was visually inspected and distal tip appears to be pinched and bent, a second closer inspection was performed, and it was found with the helix spring slightly bent, the peek housing damaged or pinched and the electrode bent without pu on the edge. Then, magnetic sensor functionality was tested on carto and the catheter failed: error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint has been confirmed. The root cause of the damage on electrode and peek housing damaged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue is highly detectable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster, inc product analysis lab identified an electrode damaged and was without polyurethane (pu) on the edge. Initially, the force was abnormal. During the procedure, the force values displayed were high. The pressure value was not stable. Another catheter was used to complete the procedure. There was no patient consequence reported. The high force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster inc. Product analysis lab received the device for evaluation and identified on april 6, 2020 that the distal tip appeared to be pinched and bent. There was a kink at the distal tip. This returned condition was assessed as not reportable. The device integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional investigation on april 24, 2020, it was identified that the helix spring was found slightly bent, the peek housing damaged/pinched and electrode #4 was bent without pu on the edge. This event was originally considered non-reportable, however, bwi became aware of the additional finding of the electrode #4 was bent without pu on the edge and have reassessed the event as reportable. The awareness date for this record is april 24, 2020.